Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, soreness and drainage underneath sensor pod area only. The reaction was treated with a prescription by the dermatologist of an oral antihistamine (syrup) and steroid cream. At the time of the report the area was still sore. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.